Manufacturer narrative:
It is now reported that the patient experienced a loss of osseointegration and subsequently, the patient was administered antibiotics in (B)(6) 2017 (type and exact date not reported). The connect to attract conversion as initially reported was on (B)(6) 2018.

Manufacturer narrative:
Correction : it was reported that the patient did not experienced a loss of osseointegration as previously reported.

Manufacturer narrative:
This report is submitted on june 14, 2018, (B)(4).

Event description:
Per the clinic, it was reported the patient experienced feedback and distortion with the processor and a loose abutment. Subsequently, the patient underwent revision surgery (date not reported) in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.